Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned product revealed that one opened sample product code sxpp1a401 was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface, body fluids and the barbs were to be damaged at the tips. In addition, the end was observed broken. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1a401 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What is the lot number? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? What tissue was being approximated or sutured when it broke? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a right hemicolectomy procedure on an unknown date in 2021 and suture was used. The suture broke during surgery. There were no adverse patient consequences reported. Additional information has been requested.